Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot# 0207503057, implanted: (B)(6) 2013, product type: lead. Product ID: 3389-28, lot# 0207323141, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a lack of deep brain stimulation (dbs) therapy after an open thoracic surgery for the second replacement of an aortic valve. Prior to the thoracic surgery, the patient had very good therapy. Prior to the surgery, the ins was turned off by the hcp. After the surgery, the hcp checked impedances before turning the therapy back on. Impedance of one lead was within normal limits, but the second lead had two electrodes with low impedances of below 250 ohms. The following impedances were measured: 8-9 = 32, 8-11 = 61, and 9-11 = 62 ohms. Therapy impedances were measured to be within normal limits. The implantable neurostimulator (ins) had not been turned on. A surgeon and manufacturer representative was consulted. The hcp turned therapy on for the non-damaged lead on (B)(6) 2016 and the patient received some help with their tremor. On the nextday, therapy was turned on for the damaged lead using c+, 10- in monopolar mode with reduced amplitude of 1.5v. The patient was receiving quite good therapy with the defective lead and the patient was going to be carefully followed by their hcp as they recovered. The patient had been put on heavy medical treatment for parkinson¿s disease to cope with the recovery of the advanced thoracic surgery and lack of dbs therapy. No internal defibrillating was done during the thoracic surgery and no monopolar diathermy was used. An ultra sission device was used on the sternotomy incision during the operation. The issue was not resolved at the time of this report. The patient¿s indication for use is parkinson¿s disease and tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.